Event description:
It was reported via patient's attorney that during an idet procedure the "idet device" broke and left a piece of the device lodged in the patient's spine. No other information is available.